Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in (B)(6) 2011 and performed to specification up to the (B)(6) 2015. The device failed a self-test due to a low battery on the (B)(6) 2015. An increase in voltage suggests a further pad-pak was installed with the device passing self-tests up to the (B)(6) 2015. The data obtained from the device showed evidence that the device was switching itself on automatically, resulting in manual power-ups of 10 minutes in duration occurring between the (B)(6) 2015 and the last log entry on the (B)(6) 2016. The pad-pak became depleted during this time. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs would further suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.